Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
The patient who was implanted for stenosis and herniated disc reported there was poor telemetry or no telemetry with recharging and they were unable to charge. The patient was unable to communicate using the patient programmer (pp) as well and the poor communication message was seen on both the recharger and pp. The patient was in pain and hadn't used their therapy for a while, but would like to but was unable to turn it on. It was noted the patient had other medical issues like a heart attack, stent, and a pacemaker implanted. It was reviewed how to position the antenna over the implant and repositioning if needed but it didn't resolve the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported when they called for assistance they were told they would have to have their implant "jumpstarted," but they weren't told how to do this.